Manufacturer narrative:
Device or other product related factors (i.e. Design, qc, labeling) possibly contributing to the health hazard: a defect in the materials used to construct the interbody or the anchors could contribute to a product malfunction. However, based on a review of the drawing, dhrs and the returned device, the interbodies and anchors were manufactured to the proper specifications. No anomalies were found during review of the manufacturing records or the returned device. Anchor push-out / expulsion testing was performed on the ais-c stand-alone 3dp interbodies as part of the design verification testing of the system. The average peak force (n) required for anchor push-out (a single anchor) was 263.0n with a standard deviation of 67n which is greater than predicate devices and is also greater than any anticipated anatomical forces. In addition, constructs complete with an interbody and two anchors were constructed and dynamically tested to (B)(4) cycles without failure (in three different test modalities). That means that the worst-case configuration interbodies and anchors could be assembled and subjected to (B)(4) cycles of loading without anything breaking or coming loose. The patient's x-ray also shows no signs of deformation of the interbody, lock, and / or the anchors. Based on the lack of deformation / damage to the devices shown on the x-ray, there is no evidence of anchor back-out due to a failure of the ais-c devices. Use related, user, or human performance contributing factors: in review of the images sent (see above) by the complainant, both of the anchors that are backing out of the interbodies are partially contained in the channel of the interbody. The tip of one of the anchors that backed out is shown to have remained embedded in the vertebral body (as intended). The user related factor that could cause anchor back-out is if the user did not visually confirm the anchors were fully deployed and covered by the lock (reference page 12 of genesys spine lc-055 3dp cervical standalone system surgical technique). In discussion with the stryker representative who covered this case user related factor that could cause anchor back-out is that the surgeon did not follow the key steps as outlined below in genesys spine lc-055 3dp cervical standalone system surgical technique: 1. Reverse the compressor/ distractor and apply compression to the interbody device. Once the interbody is under compression, deploy the anchors accordingly. 2. Visually confirm the anchors are fully deployed by ensuring the rear face of the anchors are partially covered by the interbody's lock. Based on the investigation activities documented within this complaint file, the most likely cause of the anchor back-out is that the user did not deploy the anchors under compression to the interbody device and the user did not visually confirm the anchors were fully deployed and covered by the lock as outlined in the genesys spine lc-055 3dp cervical standalone system surgical technique. Based on the fact that there was no signs of deformation or damage to the implants, the only reasonable cause for the anchors to have back-out is that the user did not deploy the anchors under compression to the interbody device and the user did not visually confirm the anchors were fully deployed and covered by the lock as outlined in the genesys spine lc-055 3dp cervical standalone system surgical technique. This is being recorded as a use error.

Event description:
Genesys spine received a complaint from distributor stryker on may 5, 2023 stating "ais-c second case - single level. C5-6 acdf. Once again intra-op final films looked good as well as first post op films looked good. No cage or blade movement. On second follow up appointment, blade is coming out of cage for second case in a row. We triple confirmed locking mechanism and blade seated below tab on anterior portion of cage".